Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. No specific device information was provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined. The patient was revised for a recalled poly, there is no information provided about a malfunction or wear issue. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 11 years post op initial left tka, this female patient was revised. Reason for the revision was not reported. No additional information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.